Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(6)) displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed in the archive data and during functional testing. This user advisory is followed by the prompts of "realign patient" and "pull up lifeband", as reported by the customer. The root cause of the ua07 was due to failed load cell #2. The cracked cover and the failed load cell were likely attributed to mishandling, such as a drop. The customer's reported complaint of the autopulse platform displaying user advisory (ua) 45 (not at "home" position after power-on/restart) was not confirmed in the archive data or during functional testing. Visual inspection revealed that the front enclosure was cracked and broken at the front-end area, unrelated to the reported complaint. This physical damage was likely attributed to user mishandling, such as dropping the device. The front enclosure needs to be replaced to address the issue. The archive data review showed multiple ua07 advisory messages on the reported event date, confirming the customer's reported complaint. There was no ua45 recorded in the archive on and around the reported event date. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. A load cell characterization test revealed that load cell #2 values were over-reporting, which caused the ua07 advisory messages. The failed load cell #2 will be replaced to remedy the fault. During further functional testing and a run-in test, the autopulse platform repeatedly stopped compressions with user advisory (ua) 17 (max motor on-time exceeded during active operation). The motor was on for too long during active operation, and the autopulse platform did not reach the target depth within the specification time. The cause of the failure was related to the malfunctioning drivetrain motor, which needed to be replaced to resolve the issue. Upon replacement of the malfunctioning parts, the autopulse platform will be subjected to further functional tests to ensure that the platform will pass all testing criteria. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(6)) was used in an attempt to resuscitate a 79-year-old male patient in cardiac arrest, weighing approximately 250 lbs. The cause of the cardiac arrest was presumed cardiac, and it was not witnessed. The first CPR was performed by untrained family members following 911 dispatch instructions, with unknown downtime prior to the patient being found in cardiac arrest. The patient was placed on the platform and was not moved/transported with the device. However, the crew didn't utilize the autopulse platform due to continuous prompts to "realign patient" and "pull up lifeband". The crew did not notice a specific advisory code at the time. Manual CPR was performed throughout the call, lasting about 50 minutes from when the family started until the code was called in the field. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene. The customer stated that the crew attempted to try the autopulse platform sporadically over 7-10 minutes before abandoning it, and during the attempted troubleshooting, manual CPR was continued. The customer reported uncertainty about the relationship between the patient's death and the autopulse system because their protocols mandate the use of the autopulse system for all cardiac arrest patients. The customer stated that during troubleshooting following the call, the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The driveshaft was rotated to "home" position, and the autopulse platform was restarted. Upon powering up, the autopulse platform displayed (ua) 07 (discrepancy between load 1 and load 2 too large).